Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. MFR report number: 3004209178-2016-67485.

Event description:
The customer reported via phone call that he was having a no delivery alarm on the insulin pump. Customer stated that he had been having them for a while. Customer was sleeping when the no delivery started. Customer's blood glucose was 400 mg/dl at the time of the incident. Customer treated with the pump. Customer stated that his high blood glucose was due to the no delivery. Customer stated that the insulin did not exit and the pump alarmed no delivery during fixed prime. Troubleshooting was performed and customer was advised that the pump was working as designed. It was explained that the alarm was caused by an infusion set or reservoir occlusion